Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Corrected data: health effect - impact code corrected from device revision or replacement to device repositioning.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-04433 it was reported that the patient was experiencing uncomfortable stimulation as a result of lead migration. The positioning of the ipg was implicated in the lead migration. Surgical intervention was undertaken on (B)(6) 2023 in which the lead and ipg were repositioned in order to create a strain relief loop to address the issue.